Event description:
When package with sterile transducer was opened, a long black hair was intertwined among the tubing. Packaging was intact prior to opening the product. The product was never in contact with the patient. A new package sterile transducer was utilized on the patient with no problems. ====================== manufacturer response for pressure monitoring kit, truwave disposable pressure transducer (per site reporter) ====================== reported event to the manufacturer. Awaiting mailing label and box to return to manufacturer. Report # (B)(4).